Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal cord injury/spinal cord disease and intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient saw the surgeon because the pump was loose due to weight loss. At the last refill, the physician had a hard time filling the pump and the physician thought it may have flipped already. The physician was able to find the refill port while he was standing and using x-ray. The patient wanted to know how long the pump would last to determine if he needed to have it revised or replaced. Technical services reviewed pump longevity. Per the patient, the pump had been loose for quite some time.